Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#:(B)(4), model description: precision implantable pulse generator explanted lead was not returned as it was discarded by the medical facility.

Event description:
A report was received that the patient had fallen, non-device related, causing the stimulation to change. The patient was also experiencing pain in the rib cage whether the device was on or off. The device was working properly. The physician decided to explant the patient and the patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient had fallen, non-device related, causing the stimulation to change. The patient was also experiencing pain in the rib cage whether the device was on or off. The device was working properly. The physician decided to explant the patient and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause discomfort in the patient's ribcage was investigated. No discrepancies were identified. Device exhibits normal device characteristics. A review of the manufacturing documentation of the lead (B)(4) found that no anomalies or deviations potentially related to the event occurred during manufacturing.